Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a funeral home with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately one month after upgrade to biventricular ICD system and addition of left ventricular lead. The cause of death has been requested and not received.

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6945-65 lead, implanted: (B)(6) 1999; a 6940-52 lead, implanted: (B)(6) 1999. (B)(4).